Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that unstable speed occurred. A rotablator console kit assy was selected to be used for the procedure. During set up, there was no issue noted on the knob. When the system was started up it was noted that the rotation speed was unstable, it did not increase more than 180,000 rpm. The speed adjustment knob was hard and did not turn smoothly. No patient complications were reported.